Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 25-mar-2025 and forwarded to millyard advanced medical products, llc on 26-mar-2025. The patient reported that her pump cracked when attempting to attach a cassette. The patient's backup pump alarmed for noise and cassette errors, no troubleshooting was reported. The patient then switched to another pump she had on hand. Replacement systems were sent. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial notification was received by united therapeutics drug safety on 25-mar-2025 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 26-mar-2025. It was reported that remunity pump, serial number (B)(6), had cracked when the patient attempted to attach a cassette. It was further reported that the patient's backup remunity pump, serial number (B)(6), alarmed for noise and cassette errors. Despite attaching a new cassette, the alarms persisted. The patient reportedly switched to another pump they had on hand and was able to resume their infusion. Replacement remunity systems were sent to the patient.

Manufacturer narrative:
Second follow-up to MDR #3016798778-2025-00045, submitted on 23-apr-2025. This submission provides corrections to previously reported information and includes additional information obtained on 05-feb-2026 through a device evlauation and log data review. Investigation performed by millyard advanced medical products, llc: logs retrieved from remunity remote (B)(6) (paired with remunity pump (B)(6)), confirmed the reported excessive noise attention alarms and cassette error alarms, as well as cassette problem alarms. During the investigation, a test delivery was performed with no abnormal behavior. However, upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the reported and observed alarms. A specific cause for the fluid ingress could not be conclusively determined. Correction to MDR #3016798778-2025-00045, originally submitted on 23-apr-2025 hospitalization (initial or prolonged) was inadvertently selected in section b2. No information was received indicating that the patient presented to the hospital or sought medical attention. It was reported that the patient was able to resume therapy using another remunity system they had on hand. Sections b5 and h6 were updated to reflect that no hospitalization occurred during this event. Section e1 was updated to include the information of the individual from accredo health group, inc. Who provided the details of the reportable event. Sections e2-e4 were subsequently updated to reflect this change. In section g2, "distributor/importer" was inadvertently omitted. For clarification, "health professional" and "distributor/importer" should have been selected. The original MDR was incorrectly labeled as "initial' in section g6. The report should have been labeled only as a 30-day report. Section h6 was updated to provide more specific medical device problem codes (a). Usage of device (h8) was inadvertently labeled as "unknown". This section was corrected to "reuse".

Event description:
An initial MDR regarding this case was filed 23-apr-2025. Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that the system generated occlusion alarms on the date of the complaint. Logs leading to each of these alarms are consistent with occlusion-like behavior. During investigation, the system completed a test delivery with no abnormal behavior or alarms. The system functioned within specification during investigation; no device malfunctions were observed. Logs from remote (B)(6) (paired with pump (B)(6)) show that cassette depleted, and cassette problem alarms were generated on the date of the complaint. A cassette problem alarm is generated when the system detects an improperly attached cassette. A fracture was observed on the pump cover. Additionally, the lock ring was observed to be misaligned. Aside from this, no evidence of abnormal wear or damage was observed on the pump. When the lock ring was re-aligned, a cassette was able to be attached to the pump. During investigation, the system completed a test delivery with no abnormal behavior or alarms. The crack in the pump cover and misalignment of the lock ring are the root cause of the alarms. The logs confirmed that the system alarmed to notify the user of an issue as designed.